Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Due to the age of the device, the device is unrepairable. The device was returned to the customer unrepaired. The customer has removed device from service.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.